Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker recommended replacing the electrode leads to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device gave a "disarming" message. This is indicative of charged defibrillation energy being removed, in which state the provision of defibrillation would be delayed, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h11 and h6 - investigation findings and investigation conclusions - have been corrected. Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. Stryker observed in the device's electronic data that the lead was removed when the device was charged, causing the device to discharge. The reported issue was possibly due to faulty leads. However, the accessory was not returned for evaluation, so root cause could not be conclusively determined. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device gave a "disarming" message. This is indicative of charged defibrillation energy being removed, in which state the provision of defibrillation would be delayed, if needed. This issue is patient related; however there was no adverse event reported.